Manufacturer narrative:
Date sent to the FDA: 10/17/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/30/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/10/2022 additional information: a2 date sent to the FDA: 10/10/2022 corrected information: d6a, d4 (lot #) corrected b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2014 and mesh was implanted.

Manufacturer narrative:
Date sent to the FDA: 08/16/2021.

Manufacturer narrative:
(B)(6). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and an mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.